Manufacturer narrative:
Conclusion the complaint cannot be verified, the production data shows no deviations of the specifications. Result as the product has not been returned for investigation and the production data comply with the specification, the complaint could not be replicated. Production reports were reviewed. The product has not returned for evaluation, the complaint could not be investigated. Device was not returned.

Event description:
Patient reported the buttons on the infusion device is non-functional. Patient stated the buttons do not react to any pressing. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.